Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of either not fully tightening the set screw at the time of implantation or the set screw becoming loose while implanted, which failed to secure the polyaxial motion of the screw, and allowed the rod to move within the tulip.

Event description:
Revision surgery with silverbolt implants.